Manufacturer narrative:
Bd received a samples from the customer facility for investigation. (As the event was reported as blood exposure, the failure mode evaluated was sleeve leakage). The sample was evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to sleeve leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd vacutainer® luer-lok¿ access device holder there was leakage causing blood exposure. The following information was provided by the initial reporter: blood exposure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® luer-lok¿ access device holder there was leakage causing blood exposure. The following information was provided by the initial reporter: blood exposure.